Manufacturer narrative:
The product was not returned for analysis. A device history record (DHR) review of lot 17551794 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 135 9mmx4cm powerflex pro balloon was inserted and inflated during a shunt percutaneous transluminal angioplasty (pta) case, however it ruptured within its nominal pressure. No patient injury was reported. The target lesion was the brachial vein. There was no vessel tortuosity or angulation. The device was not used for a chronic total occlusion (cto). The device was stored, handled, and prepped per the instructions for use (IFU). The device prepped normally. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used, however the balloon did not inflate normally. The device was removed easily and intact (in one piece) from the patient. The powerflex pro balloon was replaced with a new unknown balloon catheter, and the procedure was completed successfully.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a 9x40mm 135cm powerflex pro balloon was inserted and inflated during a shunt percutaneous transluminal angioplasty (pta) case, however it ruptured within its nominal pressure. No patient injury was reported. The target lesion was the brachial vein. There was no vessel tortuosity or angulation. The device was not used for a chronic total occlusion (cto). The device was stored, handled, and prepped per the instructions for use (IFU). The device prepped normally. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used, however the balloon did not inflate normally because of balloon rupture. The device was removed easily and intact (in one piece) from the patient. The powerflex pro balloon was replaced with a new unknown balloon catheter, and the procedure was completed successfully. The device was not returned for analysis due to the patient¿s suspicious infectious disease. A device history record (DHR) review of lot 17551794 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although calcification and stenosis level was not provided) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.